Manufacturer narrative:
The monitor was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was damaged. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the damaged sd card could not be positively identified. The electrode belt was returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one unknown shock on (B)(6) 2021. The patient received the shock at 18:44:34 on (B)(6) 2021. The patient's ECG rhythm at the time of the shock is unknown. The patient was receiving sd card faults (service code 104) on the day of the treatment event. The response buttons were pressed after treatment was delivered. The response buttons functioned appropriately. The patient was in the hospital and continued use of the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of the treatment is unknown.